Event description:
The surgeon tried the new screws yesterday and had some significant problems and actually fractured a metatarsal during attempted insertion, which never happened to the surgeon before. The surgeon had to salvage the case by removing the screws (fractured bone around the screws) and insert multiple k-wires.